Event description:
A pt reported to his physician that he was experiencing pain and limited motion. An x-ray was taken and showed a fracture in the mcp distal index finger. The doctor also believed that this proximal implant in the third finger was loose. Circumstances that may have caused or contributed to this event were not reported.

Manufacturer narrative:
The device history records were also reviewed and no issues were identified that may have caused or contributed to this event. Results of the eval of this event are discussed in the enclosed memorandum.